Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient attended a follow-up visit at the clinic, presenting with a pocket infection and erosion, and the skin over the device pocket was red. The entire system, including the pacemaker, right atrial lead, and right ventricular lead, was removed and replaced with dual leadless pacemaker during the same procedure. The patient remained in stable condition.